Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. The event of pain, stiffness, and tightness, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported having right side moderate breast pain. Patient additionally reported right side stiffness and tightness. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event was received on september 21, 2017 with lot number 1643051. Visual analysis of the returned device identified: crease fold, wear abrasion and white particles . Leak test is performed but none is found on the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported having right side moderate breast pain. Patient additionally reported right side stiffness and tightness. The device has been explanted.